Manufacturer narrative:
(B)(4). The complainant indicated that the device has been serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an auriga 3020 laser console was prepared for use in a procedure performed on an unknown date. According to the complainant, before the procedure, the laser does not turn on and they have to turn the key multiple times before it starts. Reportedly, the procedure was cancelled as a result of this issue. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. Block h2: additional information: block b5 block h6: problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the complainant indicated that the device has been serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that an auriga 3020 laser console was prepared for use in a procedure performed on an unknown date. According to the complainant, before the procedure, the laser does not turn on and they have to turn the key multiple times before it starts. Reportedly, the procedure was cancelled as a result of this issue. There were no patient complications reported as a result of this event. ** additional information received on (B)(6), 2020** reportedly, the procedure was cancelled before there was any patient in the room.